Event description:
It was observed that during the device evaluation, the bronchovideoscope insertion tube markings were no longer present. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. It was observed that during the device inspection the bronchovideoscope insertion tube markings were no longer present. Based on the results of the investigation, the most likely cause was degradation due to wear and tear from usage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information is being submitted for h4- manufacturing date was updated through due diligence completion.

Event description:
No additional information received from customer.